Manufacturer narrative:
(B)(4). Stent: xience v 2.5 x 18, xience v 3.0 x 28 (x2), promus (x2). Clopidogrel, aspirin. The two additional promus stents indicated in are being filed under separate medwatch reports. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a xience v stenting procedure in the proximal right coronary artery (rca), proximal circumflex and distal circumflex. On (B)(6) 2009, the patient experienced restenosis of the xience v stent in the proximal rca which was treated with three 28mm long promus stents which covered the index xience v stent. On (B)(6) 2011, the patient was hospitalized with chest pain and underwent coronary angiography which revealed ostium to mid rca restenosis. The patient underwent percutaneous coronary revascularization in the three promus stents and an additional 2 promus stents were implanted. The patient's condition resolved on (B)(6) 2011 and the patient was discharged home. There was no additional information provided.